Manufacturer narrative:
Patient identifier not available from the site. Patient weight not available from the site. The system was not evaluated as the issue was resolved after the correct video input source was selected. Device manufacturing date unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess). It was reported the site was unable to view their storz endoscope video in the fusion software. The site tried a different cable and the issue did not resolve. Technical services (ts) requested the site go into admin and confirm the correct video input source was selected. The site confirmed composite was checked instead of s-video. After correcting this, the issue resolved. This issue occurred intraoperatively and did not cause any surgical delay. There was no reported impact on patient outcome.